Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up low out of range pace impedance measurements were noted with this right atrial (ra) lead, as well as noise. The physician reprogrammed the sensitivity when it comes to this pacemaker to reduce noise. No further changes were made. It was suspected that this lead had insulation damage but this was not confirmed. No adverse patient effects were reported.